Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens into the patient's eye and the lens was noted to be damaged. The lens was removed with no patient injury, no incision enlargement or sutures. The backup lens was implanted. The reporter stated the event was due to a loading issue and was not device related.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. (B)(4).